Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and could not be deployed. The clip arms were locked into the capsule and could not be opened or closed. The oversheath assembly was not returned. Based on the condition of the returned device, the reported failure of clip deployed prematurely could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2013. According to the complainant, during the procedure, the clip was able to be opened and prior to grasping tissue it prematurely deployed. The clip fell in the patient in an open state. The clip was in the patient to pass naturally. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Note: investigation results revealed the clip assembly was mashed onto the bushing. The complainant reported the correct complaint device was returned.